Manufacturer narrative:
Review of the device history records shows the lot was released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The product was discarded by the hospital and therefore will not be returned for an evaluation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported a sternalock 360 x plate disconnected from the tower. The procedure was completed with another sternalock 360 kit. This distributor was present during the procedure and stated the cause "could have been that over handling occurred while achieving hemostasis, but this did not appear so as the manipulation of the tower seemed within the parameters that I have witnessed to date."